Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a procedure performed on (B)(6) 2022. The stent was successfully implanted without any issues. On (B)(6) 2022, during stent removal, it was found that the stent calcified. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporters facility name: (B)(6) hospital. Initial reporters facility address: (B)(6). (B)(4).